Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# j0236960v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was in surgery for a routine battery replacement, as the device was nearing end of service. When the lead was disconnected from the existing battery, it appeared to be frayed or fractured. The frayed lead was replaced with a new lead, and the issue was resolved. No diagnostics or troubleshooting were performed prior to the replacement. There were no patient symptoms reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# j0236960v serial# implanted: (B)(6) 2003 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had to have a corroded wire removed that had been in there so long. The patient noted they had the unit replaced in (B)(6). The patient noted it was implanted for interstitial cystitis. The patient reported the wire was probably corroded because it had been in there for maybe 12-15 years. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# j0236960v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from the manufacturer¿s representative and it was reported that no cause was determined in relation to the lead appearing frayed or fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.